Manufacturer narrative:
The lot number was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient received an inflatable penile prosthesis (ipp) back in 2017. At some point during the ongoing use period the right cylinder developed a bulge and the patient experienced an impending erosion of the right distal corporal body. This patient was evaluated in clinic both through palpating and visualization and it was decided that a surgical intervention was the best option for the patient. The ipp was removed and replaced with a new one. There were no further patient complications.